Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v718508, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v718508, implanted: (B)(6) 2011, explanted: 2014, product type: lead. (B)(4).

Event description:
It was initially reported that the patient had a loss of stimulation and loss of therapeutic effect. The patient had less than 50% therapy relief at the lead location. The battery depletion was reported as normal and it was replaced. The physician thought the lead was in the wrong location, in s4 versus s3. The lead was explanted and replaced. Four days later it was clarified that the physician thought it was the lead that was explanted that was in the wrong location. The patient outcome was not known. Additional information received noted that the cause of the event was unknown. Lead revision, revision surgical was noted. Reprogramming: multiple attempts to reprogram with no improvement with signs and symptoms. The patient was currently having improved signs and symptoms with new lead placement. Patient outcome was no injury.